Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that the string detached when removing her tampon. When she attempted to retrieve her tampon, it broke apart and tampon pieces remained inside of her. She is not sure if she removed all remaining pieces.